Event description:
The pt received his ipg on (B)(6) 2009. It was reported his ipg programmer had an ipg low battery message. The flag was cleared by the sjm rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.